Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in a distal left anterior descending coronary artery with moderate tortuosity and moderate calcification. A 3.00x18mm xience xpedition stent delivery system (sds) was prepped for use and air aspiration was performed outside of the patient anatomy. No issues were noted during preparation. The 3.00x18mm xience xpedition sds was advanced to the lesion but the balloon of the 3.00x18mm xience xpedition sds failed to inflate, so the stent did not deploy. The 3.00x18mm xience xpedition sds was removed from the patient anatomy without issue. Another same-sized xience xpedition was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.